Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2017 with blood glucose of 20 mg/dl at the time of the incident. The customer experienced symptoms such as loss of consciousness. The customer was wearing the insulin pump during the incident. The customer was also getting a button error alarm due to the pump getting wet after they fell. Troubleshooting was not completed as the customer declined. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device was received with unresponsive esc and act button due to corroded keypad traces. No button error alarms were noted. After cleaning the keypad traces and using a test keypad overlay. The device was received with operating currents within specification. The device passed self test, unexpected restart error test, rewind test, basic occlusion test and displacement test. However, unable to prime device during prime test due to faulty force sensor resistor. We were unable to perform excessive no delivery test, occlusion test or displacement accuracy test due to prime anomaly. No traces of moisture were noted at electronic or motor assemblies per visual inspection. The device was received with corroded battery tube, cracked battery tube threads, cracked lcd window, cracked reservoir tube lip and minor scratches on lcd window.